Event description:
It was reported the customer received a lost sensor alarm on their insulin pump. Customer's blood glucose was unknown. The customer also reported having issues with the transmitter linking to the sensor and their insulin pump. Customer was advised their sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.